Event description:
It was reported that the continuous glucose monitor (cgm) device was not working occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, around 6am, the patient had a stomachache, went to the hospital, and was diagnosed with diabetic ketoacidosis (dka). Per the reporter, the patient was with her father and does not know what caused the incident to occur (captured in this complaint). She is unsure if the patient¿s father was alerted properly to the patient¿s hyperglycemic state or if the patient¿s father was not ¿paying attention¿ to the patient¿s cgm values. The patient was also wearing a tandem mobi insulin pump. After arriving at the hospital and observing the child, the reporter indicated the patient was unconscious, and the cgm device and tandem mobi insulin pump were ¿not working¿. It was noted that the patient¿s tandem mobi pump had air bubbles in the tubing, which the reporter plans to discuss with tandem. During this event, the reporter (the patient¿s mother) stated that she was not receiving any alerts on her follow app notifying her of her daughter¿s hyperglycemic state. After looking at the follow app on her own, the patient¿s cgm values were between 400 mg/dl - high mg/dl for the past 24 hours. At the hospital, the patient was treated with an IV insulin drip. Upon follow-up with the reporter on (B)(6) 2024, the patient was discharged on (B)(6) 2024 and was now "fine". Data was evaluated and the allegation was confirmed. The probable cause was determined to be the mobile device losing power which led to signal loss. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia, loss of consciousness and diabetic ketoacidosis.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. There was no damage. A pairing test was not performed as there was no pairing code. As previously reported, the the allegation was confirmed via data. The probable cause was determined to be the mobile device losing power which led to signal loss. No additional patient or event information is available.